Event description:
This lead and device were explanted because the pt experienced twiddler's syndrome. The device had given many shocks and the lead was found to be coiled fully into the device pocket.